Manufacturer narrative:
The manufacturer does not have possession of the lead. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. The manufacturer made several attempts to obtain the lead and any additional event/patient information by sending letters to the physician on 05/13/10 and 05/21/10, but was not successful. The event will be re-evaluated if additional information becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this lead was removed (explanted) because it would not stay in place; the location of this lead is unknown. No lead replaced this one, it was reported that the port on the pacemaker was plugged. The lead was actively implanted for approximately 2 months.